Event description:
It was reported that there was a polarity switch and lead warning for low rv (right ventricular) impedance. Upon inspection, visible damage to the lead insulation was seen at the point where the lead crossed under the collarbone. Insulation damage and apparent subclavian crush injury was also noted on the atrial lead, despite normal electrical measurements on this lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2013.